Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had failed safety leak test. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1: full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) found loose fitting on fill port connection. Tightened fitting. Performed functional check and safety test. Performed pm against separate work order then cleared unit for use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.